Event description:
New information received notes that the connection was reviewed and found the bluetooth telemetry to be restored. No patient consequences reported.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.